Manufacturer narrative:
Correction: b3, b5, d11.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked alarm during dwell 5 of 6 of their pd treatment and a drain complication encountered message during drain 4 of 5 of their pd treatment. The patient contact stated that the patient has been occasionally receiving negative ultrafiltrations. The cycler was rebooted and a power fail recovery was successful. The patient overfilled during drain 1 of 5 due to a large drain. A review of the patient¿s treatment records identified that the patient drained 5261 ml during drain 1 of the treatment. This drain volume is 188% the patient's prescribed fill volume of 2800 ml. The patient contact reported that the patient did not do a manual drain. As a result of the iipv event, the technical support representative advised the patient contact to discontinue use of the patient¿s cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that it is unknown if the patient actually drained out 5261 ml. The pdrn stated that the occasional ultrafiltration's were not caused by the cycler, but they were caused by the way the patient is laying. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked alarm during dwell 5 of 6 of their pd treatment and a drain complication encountered message during drain 4 of 5 of their pd treatment. The patient contact stated that the patient has been occasionally receiving negative ultrafiltrations. The cycler was rebooted and a power fail recovery was successful. The patient overfilled during drain 1 of 5 due to a large drain. A review of the patient¿s treatment records identified that the patient drained 5261 ml during drain 2 of the treatment. This drain volume is 188% the patient's prescribed fill volume of 2800 ml. The patient contact reported that the patient did not do a manual drain. As a result of the iipv event, the technical support representative advised the patient contact to discontinue use of the patient¿s cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that it is unknown if the patient actually drained out 5261 ml. The pdrn stated that the occasional ultrafiltration's where not caused by the cycler, but they were caused by the way the patient is laying. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.